Manufacturer narrative:
The lot number is unknown, therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placment, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided.

Event description:
This MDR is being filed as exposed implant material. It was reported that the patient experienced pain, chronic irritation (ua diary) and recurrent urinary tract infections following re-treatment with a urethral bulking implant. The bulking implant was removed via cystoscopy. Although the facility could not recall the patient, they stated that the urinary tract infection was probably treated with antibiotics. The patient remains incontinent and was lost to follow up. Injection details are as follows: transurethral approach, rate of injection was over 2 minutes, needle held at injection site for 1 min., needle was imbedded to shoulder, blanching, blebing and some coaptation were noted.